Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2006: the patient underwent fusion of the cervical spine. (B)(6) 2006: the patient underwent MRI of cervical spine without contrast. Impression: multi-level degenerative disk disease in the cervical spine, greatest at the c4-5 and cs-6 levels. An intervertebral disk extrusion at c4-5, with congenital central spinal canal stenosis, causes critical significant spinal canal stenosis, cord compression and abnormal signal within the cervical spinal cord. There was also severe central spinal canal stenosis at c5-6 with flattening of the left hemicord. Minimal degenerative disease at the l5-s1 level. Normal unenhanced MRI of the thoracic spine MRI of thoracic spine impression: multi-level degenerative disk disease in the cervical spine, greatest at the c4-5 and c5-6 levels. An intervertebral disk extrusion at c4-5, with congenital central spinal canal stenosis, causes critical significant spinal canal stenosis, cord compression and abnormal signal within the cervical spinal cord. There was also severe central spinal canal stenosis at c5-6 with flattening of the left hemicord. Minimal degenerative disease at the l5-s1 level. Normal unenhanced MRI of the thoracic spine. Lumbar spine MRI impression: multi-level degenerative disk disease in the cervical spine, greatest at the c4-5 and c5-6 levels. An intervertebral disk extrusion at c4-5, with congenital central spinal canal stenosis, causes critical significant spinal canal stenosis, cord compression and abnormal signal within the cervical spinal cord. There was also severe central spinal canal stenosis at c5-6 with flattening of the left hemicord. Minimal degenerative disease at the l5-s1 level. Normal unenhanced MRI of the thoracic spine. CT scan cervical spine without contrast impression: no acute intracranial findings. Left facial soft tissue swelling with questioned left nasal bone fracture. No cervical spine fracture, however there was congenital spinal canal stenosis with multi-level foraminal narrowing. Superimposed soft disk herniations at c4-5 and c5-6 leads to significant spinal canal stenosis. An mr examination was planned for further evaluation of this finding. CT scan head without contrast impression: no acute intracranial findings. Left facial soft tissue swelling with questioned left nasal bone fracture. No cervical spine fracture, however there was congenital spinal canal stenosis with multi-level foraminal narrowing. Superimposed soft disk herniations at c4-5 and c5-6 leads to significant spinal canal stenosis. An mr examination was planned for further evaluation of this finding. CT scan sinus facial bones without contrast impression: impression: no acute intracranial findings. Left facial soft tissue swelling with questioned left nasal bone fracture. No cervical spine fracture; however there was congenital spinal canal stenosis with multi-level foraminal narrowing. Superimposed soft disk herniations at c4-5 and c5-6 leads to significant spinal canal stenosis. An mr examination was planned for further evaluation of this finding. CT scan abdomen with contrast impression: no intra-abdominal or intrathoracic organ injury. Radiopaque foreign body in the right groin. Correlate for clips from prior surgery. CT pelvis with contrast impression: no intra-abdominal or intrathoracic organ injury radiopaque foreign body in the right groin. Correlate for clips from prior surgery. CT chest with contrast impression: no intra-abdominal or intrathoracic organ injury. Radiopaque foreign body in the right groin. Correlate for clips from prior surgery. (B)(6) 2006: the patient underwent x-ray of right ankle ap lateral and oblique. Impression: suboptimal study secondary to poor positioning. No definite fracture or dislocation. CT if clinically indicated. (B)(6) 2006: the patient underwent CT chest with contrast. Impression: masses pe within the right pulmonary artery, with a smaller non obstructing thrombus within the left lobar segment. Changes within both lung bases consistent with atelectasis, vs. Infarct related to the pe. Dvt was present within the right saphenous vein, right internal iliac vein, distal right external iliac vein and right common iliac vein. CT pelvis with contrast impression: masses pe within the right pulmonary artery, with a smaller nonobstructing thrombus within the left lobar segment. Changes within both lung bases consistent with atelectasis, vs. Infarct related to the pe. Dvt was present within the right saphenous vein, right internal iliac vein, distal right external iliac vein, and right common iliac vein. (B)(6) 2006: the patient underwent x-ray of chest pa or ap. Impression: mild pulmonary edema bilaterally, and no definite findings to suggest pulmonary embolus. If clinical concern persists for possible pe, recommend contrast-enhanced chest CT with pe protocol or nuclear medicine v/q scan. (B)(6) 2006: the patient underwent CT scan of pelvis with contrast. Impression: interval resolution of the patient's previously noted pulmonary embolus and deep vein thrombosis. A tiny residual right main pulmonary artery web was noted, most likely residual of the previously noted pe. Follow-up was recommended. Right upper lobe granuloma. Minimal bibasilar scarring versus atelectasis. Multiple surgical clips within the right groin and near the pubic symphysis, most likely related to patient's previous hernia repair. CT chest with contrast impression: impression: lnterval resolution of the patient's previously noted pulmonary embolus and deep vein thrombosis. A tiny residual right main pulmonary artery web was noted, most likely residual of the previously noted pe. Follow-up was recommended. Right upper lobe granuloma. Minimal bibasilar scarring versus atelectasis. Multiple surgical clips within the right groin and near the pubic symphysis, most likely related to patient's previous hernia repair. (B)(6) 2006: the patient underwent ir ivc filter placement. Impression: normal inferior venacavogram. Specifically, no evidence for ileo caval thrombus. Successful image-guided placement of a bard g-2 infrarenal filter from a right common femoral vein approach. (B)(6) 2006: the patient underwent cervical myelopathy with c4-5 and c5-6 herniated disk. Preop: cervical myelopathy with c4-5 and c5-6 herniated disk. Perop: a c5 vertebral body was properly identified. The incision was marked out. The patient was prepped and draped in a standard surgical fashion. A #1 o blade was used to make an incision through the skin and subcutaneous tissue with a protector bovie being used to continue the incision through the subcutaneous tissue peanuts were also used in order to scrape off the submucosal and mucosal tissue over the anterior aspect of the spine. Fluoroscopy was brought into the field. A spinal needle was used to properly identify the c4, 5 disk spaces. The c4, 5 disk space was cut with the #11 blade. The distraction pins were used in order to open this disk space up, after which the disk was removed using a combination of prolene and curettes as well as pituitary all the way down to the posterior aspect of the m plates. After this was done, and the posterior longitudinal ligament was visualized, the posterior aspect of the m plates were drilled off, better exposing posterior longitudinal ligament which was incised using a combination of common curettes such as the faooo as well as a 1 kerrison exposing the dura. Using a combination of kerrison and curettes, the remaining posterior longitudinal ligament was removed. After this was done, the thrombin soaked gelfoam was removed. The distraction system was placed back at the c4, 5 levels which were measured out. A peek spacer measuring approximately 7 mm in height was measured out. Bmp was placed in the middle of the peak cage which was placed at the c4, 5 disk spaces and tapped in with the associated tap and mallet. Bone wax was placed in each hole upon the removal. The area was previously irrigated prior to placement of the peak antibody spacers. A 42.5 mm plate was measured out and placed on top of this. A holding pen was used to hold the plate in place. A 6 mm drill was used in order to place two 15 mm variable screws into the inferior aspect of c4 at the superior end of the plate, as well as two variable 15 mm screws into the vertebral body of c5, and two 6 screws into the superior aspect of the c6 vertebral body. The retractors were removed. (B)(6) 2006: the patient underwent CT scan of cervical spine without contrast. Impression: interval anterior cervical fusion from c4-c6. There remains severe spinal stenosis at the levels of fusion secondary to the congenital shortening of the pedicles. (B)(6) 2006: the patient underwent x-ray of chest pa and lateral. Impression: large prevertebral collection likely represents a postsurgical hematoma. These findings were discussed with the ordering physician, (B)(6) at 0925 hours (B)(6) 2006. No acute cardiopulmonary processes were identified. X-ray cervical spine ap lateral and odontoid impression: large prevertebral collection likely represents a postsurgical hematoma. These findings were discussed with the ordering physician, (B)(6) at 0925 hours (B)(6), 2006. No acute cardiopulmonary processes were identified. (B)(6) 2006: the patient underwent x-ray of chest pa or ap. Impression: negative portable chest x-ray. (B)(6) 2006: the patient underwent CT scan of chest with contrast. Impression: no findings of pulmonary embolus. Clustered "tree-in-bud" nodules in the right upper and lower lobes with hilar lymphadenopathy, compatible with bronchiolitis. Previous granulomatous disease. (B)(6) 2006: the patient underwent x-ray of chest pa or ap. Impression: a 8 mm rounded nodule in the right mid lung zone not definitely identified on the prior study. Correlation with pa and lateral chest would be beneficial when clinically feasible. Patchy right base atelectasis. Hilar prominence may reflect enlarged pulmonary arteries. Again, these findings can be further evaluated with pa and lateral. (B)(6) 2006: the patient underwent x-ray of chest pa or ap. Impression: no significant change from prior exam. (B)(6) 2006: the patient underwent x-ray of chest pa or ap. Impression: no radiographic active disease. (B)(6) 2006: the patient underwent CT scan of chest without contrast. Impression: tiny bilateral nodular opacities within the lungs, right greater than left with associated patchy opacification and groundglass changes. Findings were highly concerning for miliary tuberculosis, although other infectious etiologies could present in this manner. (B)(6) 2006: the patient underwent axial CT images of the thoracic inlet through the upper abdomen. Impression: no evidence of pulmonary embolism or deep venous thrombosis. Persistent nodular and ground glass changes throughout the lungs, not significantly changed since the prior study. Worsening mediastinal and hilar adenopathy since the prior study. CT scan chest with contrast impression: no evidence of pulmonary embolism or deep venous thrombosis. Persistent nodular and groundglass changes throughout the lungs, not significantly changed since the prior study. Worsening mediastinal and hilar adenopathy since the prior study. (B)(6) 2006: the patient underwent ultrasound of bilateral lower extremity. Impression: negative bilateral lower extremity doppler ultrasound. No deep venous thrombosis. (B)(6) 2006: the patient underwent 2 views of the cervical spine. Impression: plate and screws fixation through the c4-c6 cervical vertebral bodies with no noted hardware abnormality. (B)(6) 2006: the patient underwent CT scan of cervical spine without contrast. Impression: no evidence of acute fracture or dislocation of the cervical spine. Status post acdf at c4 through c6 with no evidence for hardware complication. Cervical spinal stenosis.